Event description:
Beginning in 2015, I have endured multiple health complications as a result of my breast implants. These complications increased in severity and frequency over time until my allergan natrelle saline filled (68hp) breast implants were removed. I never received warnings about the associated health risks of getting breast implants and were told these devices were safe. That was certainly not the case. Symptoms included: diagnosis of autoimmune disease, sjogren's syndrome, extreme fatigue, brain fog, muscle and joint pain, hair loss, dry skin and hair, premature aging, anemia, low white blood cell counts, inflammation, poor sleep and insomnia, decline in vision, hormone imbalance, low libido, metallic tests in mouth, leaky gut, ibs, night sweats, skin rashes, ear-popping, sudden food intolerance and allergies, slow muscle recovery after activity, heart palpitations, swollen and tender lymph nodes in breast ara, chronic dehydration, numbness / tingling sensation in upper and lower limbs, reynaud's syndrome: cold and discolored limbs, hands and feet, general chest discomfort and chronic shortness of breath, anxiety and depression. The majority of these symptoms immediately subsided upon surgical removal of my breast implants and capsule tissue, and I continue to feel better with each passing day. These devices are not safe, and I suffered for years seeing several medical professionals who never questioned that these devices may be the root cause of my health issues. The FDA is doing a disservice to the public by not disclosing the true risks and impact of these devices. FDA safety report (B)(4).